Event description:
The customer reported the fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards cables and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.